Manufacturer narrative:
The gish arterial filter is a component of the customer perfusion pack. The 510(k) number of the arterial filter is k914791. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during set up, the arterial filter was found to have been assembled backwards in the arterial line. The pack was not used. There was no patient involvement.